Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device there was a critical error found and the internal battery was replaced to address the issue. In addition, the device evaluation found cosmetic cracks near the battery compartment and on the back enclosure.